Manufacturer narrative:
Technician found the stretcher in bed shop with note saying "broken". Noticed the brake casters when engaged were able to move sideways. Replaced all four casters to resolve this issue.

Event description:
Stretcher found in bed shop with note saying "broken". There was allegation of any injury associated.